Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that last nig ht was the first night back to their job at a factory standing on their feet. They now have back pain and it is tender. The pain is from the middle part of their back clear down to where they put it in them. It is like someone is trying to bend them backwards and break their back in two. Last night at work two hours into their shift they had to force themselves to walk. They went to bed at 7am and were already awake. They have to hold onto stuff to walk and this morning someone had to help them walk into their house. After the surgery the patient¿s feet weren¿t bothering them but last night they had a 9.5 hour shift last night and were standing for 8 hours of it. The patient called their healthcare professional (hcp) and are waiting for a call back. The patient noted that they have neuropathy and their hcp made them wait 3 months to get the device and they just had to bear the pain until they put it in. Additional information was received from a patient on (B)(6) 2017. The patient stated that they were getting a strong stimulation sensation earlier but now they do not feel any stimulation. During the report the patient synced with their patient programmer which showed that the stimulation was off. The patient stated that they have not changed any settings on their patient programmer since implant but they noted that they were charging their implant earlier. It was reviewed with the patient that there are on/off buttons on the recharger and they may have accidently turned the stimulation off. The patient turned on the stimulation but this did not resolve the issue. They still do not feel stimulation. It was reviewed that they could increase the stimulation but the patient stated that they haven¿t changed anything on their settings since being implanted. The patient already called their hcp and is waiting on a call back. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they felt a shock "like if you touch a spark plug" on (B)(6) 2017. The patient reported that they were sitting down when it started and then it happened again when they were standing up. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient inquired about whether the implant could be causing her lower back pain in the area where it is implanted. Patient said it hurt so bad last night (B)(6)2017. She could not stand and she can barely sleep. Pain as occurred since implant (B)(6)2017. Patient said the device was for her neuropathy in her feet which helps. No further patient symptoms or complications were reported in this event. Patient was re-directed to health care professional (hcp).